Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).

Event description:
Meningitis was reported. The medication infused was morphine. The severity was noted to be severe, and the seriousness indicated a permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient, product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code no longer applies to this event.

Event description:
It was further reported that an intervention was performed of adjusting the medications rocephin and intravenous (IV) vancomycin on (B)(6) 2013, and IV cefepime on (B)(6) 2013. Laboratory diagnostic results noted a white count of 17,900 on (B)(6) 2013. A spinal tap was performed and the results were noted to be consistent with meningitis on (B)(6) 2013. The etiology was noted to be the incisional site/device tract: pump pocket, and related to the implant procedure. The patient's symptoms included altered mental status and fever.

Event description:
The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.